Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced an insulin flow blocked alarm due occlusion event on (B)(6) 2026, where insulin does not exit the tubing with plunger push. The blockage is located in the tubing. No further information available.